Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported failure (c-83 errors) was confirmed and reproduced.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to address the intermittent errors. The system was tested and verified as ready for use. Isi did not receive the iesu involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that multiple errors occurred on the integrated electrosurgical unit (iesu) during use. The third-party esu was connected, and the customer was continuing with the procedure. There was no reported injury. Isi followed up with the robotics coordinator and obtained the following additional information: the procedure was completed robotically using a valley lab generator.